Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device recorded episodes of non-sustained tachycardia (nst) and did not classify the t-wave oversensing (twos) algorithm when the episodes were actually short runs of t-wave oversensing (twos). Programming changes were made to ventricular sensitivity. The device remains in use. No patient complications have been reported as a result of this event.